Event description:
It was reported that the implantable cardioverter defibrillator exhibited far r wave oversensing. No intervention was performed. The patient was in stable condition.

Event description:
New information received notes that programming changes were made on the implantable cardioverter defibrillator (ICD) to restore normal parameters. The patient was stable.